Event description:
It was reported that the asymptomatic patient presented for in-clinic follow up. A device interrogation revealed over-sensed noise exhibited by the right ventricular (rv) lead. Noise resulted in pacing inhibition. Programming interventions were made. The patient was stable.